Event description:
A customer reported encountering cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without any recurrence of the error.